Event description:
Additional information received stating the high pressure issue was resolved quickly, and the pump then functioned properly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically in the right axillary/subclavian artery in a 61-year-old male patient presenting in acute decompensated cardiomyopathy, in society for cardiovascular angiography & interventions (scai) e shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a high purge pressure alarm. No tubing kinks were observed. Tissue plasminogen activator (tpa) was initiated, which resolved the issue. There was no noted interruption of flow or support for the patient. After fourteen days on impella 5.5 support, the family withdrew care and the patient expired. While on support, the impella functioned as intended at p-8 at 4.3l/min with d5w sodium bicarbonate in the purge solution. The impella is unlikely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in decompensated cardiomyopathy, complicated by stage e shock, and dependent on high-dose vasopressor support.

Manufacturer narrative:
B5 clinical narrative updated.